Event description:
On (B)(6) 2012, a reporter for the lay user/ patient contacted lifescan (lfs) alleging an issue with the cap on the patient's onetouch lancing device. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The alleged issue began on (B)(6) 2012. The patient manages his diabetes with insulin (type/ amount not specified). It is not known if the patient made changes to his usual diabetes management routine. About 12 hours after the alleged issue, the reporter claims the patient had ''high sugar.'' The patient was administered an increased dose of insulin (type/ amount not specified) as treatment. The reporter denied the patient used another device for testing. At the time of troubleshooting, the cca noted the correct cap was used with the subject lancing device. There was no indication of misuse. A replacement lancing device was sent to the patient. This complaint is being reported because the patient allegedly developed symptoms of ''high sugar'' after not being able to test due to a broken lancing device.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.